Event description:
Pt was implanted with zipfix on (B)(6) 2012 after a coronary artery bypass graft. The pt started coughing and complained of chest pain on an unk date, post-operative x-rays confirmed all five of the zipfix fell apart. The pt was returned to the operating room on (B)(6) 2012, surgeon removed all hardware and pt was revised to wires. All product was discarded by the hospital account. This is 3 of 5 reports for this event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.